Event description:
This report is based on information provided by philips engineers and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that device alarms during self test. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: customer experienced an alarm and then called remote service engineer(rse) who assisted in running an op check which passed. Customer was guided and instructed to perform operation inspections. All inspection items pass and the equipment returns to normal and works per manufacturer's specifications. The device remains at customer side, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse guided customer to operation inspections to return the device into normal service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips engineers and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that device alarms during self test. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.